Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix retracted and dried blood noted past the helix mechanism up through the lumen. Dried body tissue was also noted in and around the helix housing. Visual inspection noted that the conductor coils were deformed at 25 mm from the terminal pin, which was determined to be most likely due to the use of a grabbing tool. Further visual inspection noted lead on lead abrasion at 93 to 100 mm and 108 to 115 mm from the terminal pin. The insulation between the anode ring and the helix housing was found to be stretched and the terminal pin was slightly bent. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed. Analysis could not confirm the clinical allegations observed in the field.

Event description:
Boston scientific received information that the patient presented to the physician's office with complaints of dizziness. Upon interrogation, it was noted that the lead safety switch tripped for the right ventricular (rv) lead due to high out of range impedance measurements. Noise, elevated threshold measurements and loss of capture were also observed on the ventricular channel. The entire pacemaker system was explanted and a new single chamber system was implanted. It was also noted that the patient had been receiving radiation therapy for cancer of the throat for the last few months. No adverse patient effects were reported as a result of the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.